Event description:
The pt had been diagnosed with squamous cell carcinoma at 13-9 part and the floor of the mouth. Reconstruction of the intraoral part took place on 4/9/96. On 5/2/97, a secondary reconstruction was performed with implantation of free iliac bone graft. 6/11/97, the pt underwent surgery for the removal of the implanted illium, curettage of the mandible, and exchange of the reconstruction plate. The pt complained of malaise on occlusion and an x-ray revealed the plate failed.

Manufacturer narrative:
Summary of eval: the dvice is not manufactured in the u.s. A leibinger locking screw mandibular reconstruction plate broke postoperatively in the pt approximately 6 weeks after implantation. To asscess the reason of the failure a fractographic investigation using scanning electron microscopy (sem) was performed by a external laboratory. Additionally a medical assessment of this event was carried out. The sem micrographs show a failure pattern typical for fatigue failure. The fatigue crack started at the plate bar portion adjacent to the plate angle portion. This portion of the anterior plate branch is subject to the highest tensile load during mastication. No material or mfg related faults were observed within this investigation. The complainant has been informed about these findings in detail. (03-13-98, 04-29-98).